Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to control board issues. A field service engineer replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was failed and not detected on the communication bus and the issue persisted even after rebooting the device. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.